Event description:
Facility reports that as resident was being transferred from her wheelchair to her bed. The pt was lifted just high enough to remove wheelchair, but as the lift was maneuvered toward the bed, the resident slipped through sling to the floor. The pt was taken to the emergency room for x-rays and a CT scan which turned out negative.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.